Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, an incorrect battery depletion reading due to cold weather storage was observed. A software fix was attempted but did not resolve the issue. The patient is stable and will continue to be monitored.